Manufacturer narrative:
The icy catheter was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation cannot be performed.

Event description:
Ivtm therapy was started for a neuro patient to cool them. After a few hours, the customer noticed the volume of the saline bag (500ml) was decreasing. During the night, the thermogard xp ivtm system (sn unknown) displayed an air trap alarm and there was saline observed in the air trap holder and around the console. No blood was observed in the tubing of the start-up kit (suk) (lot #unknown) and the location of the leak is unknown. It is unknown if the alarm was cleared. The customer replaced the saline bag and suk and switched the thermogard xp ivtm system, but the saline bag still depleted. The customer suspects the icy catheter (lot #170133) has a leak. No device malfunction was reported with the second suk or console. The patient was disconnected from the thermogard and arctic sun was used instead. Upon follow up, the customer reported the suk and catheter were discarded and will not be returned. No consequence or impact to the patient. Please see the following related MFR report: MFR # (B)(4) for the thermogard xp ivtm system.